Manufacturer narrative:
(B)(4).

Event description:
It was reported during a routine office check-up, upper intermittent high voltage lead impedance was observed. The patient is asymptomatic. The lead was capped and replaced when the device reached elective replacement indicator. The patient condition is stable after the procedure.